Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to charge for defibrillation. In this state defibrillation therapy would not be available to a patient if needed. There was no patient use associated with this event.